Manufacturer narrative:
The file indicated the use of a qualified cartridge and handpiece. An unspecified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The file indicates that only one half of the cartridge was filled with viscoelastic. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported with a description of a scratch seen on the intraocular lens (iol) optic during surgery. The lens was explanted and replaced during initial procedure. No additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).